Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen is intermittently unresponsive and goes black after multiple presses. There was no reported impact to customer's blood glucose level. During troubleshooting with tandem technical support the touchscreen was functioning as intended.